Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a photo investigation was completed: the package was not physically returned to be evaluated. The investigation was performed based on the photos provided. The review of the product label from the photos, and a review of the manufacturing documents confirmed the complaint. The product photo review supports the complaint description in which the package does not contain any items and is sealed on both ends. A review of the device history record for this part and of the product photos show the package went through the appropriate operation to be packaged. Relevant actions have been taken to address the issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record (DHR) review was conducted: manufacturing location: (B)(4), manufacturing date: dec 17, 2019, part number: 04.503.410.01c, 2.0mm ti matrixmandible screw self-tapping 10mm, lot number: 32p1658 (non-sterile), lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. 121 labels were printed. 120 labels were used on product and 1 label was used on the pll. No labels needed to be destroyed and there were no weight variances noted in the traveler. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿package was sealed but there was no product inside¿ does nor indicate breakage of the screw. Therefore, review of the raw materials would not be pertinent tot the reported complaint condition. Device history review aug 17, 2020: DHR reviewed. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2020, that there is nothing in the package they received. When completing the box with the refill, the nurse realizes that the container does not have an implant. There were no patient consequences. This complaint involves one (1) device. This report is for (1) 2.0mm ti matrixmandible screw self-tapping 10mm. This is report 1 of 1 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.